Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during an unspecified cycler of their therapy. The patient attempted to troubleshoot the alarm but was unsuccessful with continuing the treatment. Following the alarm, the patient contacted their peritoneal dialysis registered nurse and were advised to cancel the treatment. The patient cancelled their treatment and, upon removing their supplies, discovered fluid on the outside of the cassette and on the inside of the cassette door. Following the discovery of fluid, the patient contacted a technical support representative for assistance. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The cassette used at the time of the incident may be available. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Device evaluation: the cassette sample was returned to the manufacturer for evaluation. During disinfection of the sample, the alleged failure was confirmed. The sample was closely inspected and a deep cut in the film of the cassette was found due to which the cassette leaked. There were no other issues detected with the cassette. As the visual inspection of this event was confirmed at this time, no additional testing of the sample was required. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a cut in the film of the returned sample, thus the complaint has been deemed confirmed. Should additional relevant information become available, a supplemental report will be submitted.